Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer declined to specify if their blood glucose level exceeded 500 mg/dl, so there was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support in loading a new cartridge using the correct technique and successfully resumed insulin therapy.